Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-9800-f synergy rf footswitch had an issue, the wiring was coming out of the casing. This was discovered after the case was completed, there were no adverse effects on the patient. This occurred after use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6 . Complaint is confirmed. Functional testing was not performed due to the exposed wires. Visual evaluation noticed that the device is damaged. The most likely cause of this condition is user error.